Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm,vticm5_12.6, -12.50/4.0/093 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for longer length lens due to lens rotation not associated to a low vault. This exchange resolved the problem.